Manufacturer narrative:
Surgeon performed an additional surgery without using the guides, next day of intial surgery.

Event description:
Guides did not fit during the surgical procedure, revision surgery required.